Event description:
It was reported that there was a separation between the female connector (navy blue) and the main body (light blue part) of a minicap extended life pd transfer set. The event was further described as ¿the navy blue twisted apart from the light blue part¿. This was observed while disconnecting from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.